Event description:
The co was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the co as follows: "the unit started to vent. The pt put the cap back on and put a cloth over the top of the unit. Pt received burns to his fingers. Pt was advised to go to the hosp for the burns."